Event description:
It was reported by the patient that 856 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted a taxus express2 drug eluting stent of unknown size in the left anterior descending (lad). At 856 days later, the patient was diagnosed with a thrombosis in the lad and placed on plavix. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.